Manufacturer narrative:
The problem was due to a component failure (hydraulic sensors). After the replacements of this component, the laser system restarted to work correctly. We are unaware about patient injury.

Event description:
The laser system has the following problem: "after a while, or a short time during lasing, the chiller switches off." No adverse effects to patient were reported.

Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injury.

Event description:
The laser system has the following problem: "after a while, or a short time during lasing, the chiller switches off". No adverse effects to patient were reported.